Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have blade damage at the tip. One of the blade edges was indented resulting into cut test failure. The instrument appears to have a detached fragment. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was found to have a broken tip. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument did not exhibit motion issues, energy failure, or thermal damage. However, one cable was reported as damaged. No missing fragments or patient impact occurred. Photos are available, and the instrument is being returned to isi for evaluation.